Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was suspended due to low sensor glucose value. Customer also had hypoglycemia and was treated with food. Blood glucose value was 116 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was unknown. The product will not be returned for analysis.